Event description:
The patient was implanted with an afx2 bifurcated stent graft, an afx vela infrarenal extension, and one ovation ix iliac limb for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2025. This initial procedure is outside the indications of use (off -label) as the safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established. The patient presented with approximately three weeks of left leg numbness. The physician elected to treat the patient on (B)(6) 2025 with implant of a gore vbx (non-endologix) proximal to the ovation ix iliac limb and a gore viabahn (non-endologix) distally to the ovation ix iliac limb after which the patient was sent to recovery. It was reported that the patient was brought back to the operating room later that evening because the left iliac limb had reoccluded. The physician elected to use/drag a fogarty catheter through the left iliac limb and common femoral artery (cfa) and the fogarty catheter was able to successfully capture and remove the clot/thrombosis, that was in the left side proximal cfa and distal to the ovation ix stent graft. The physician mentioned that this clot/thrombosis was due to a closure device issue from the initial procedure during the initial implant of the stent grafts on (B)(6) 2025. The blood flow was successfully restored and the patient will be discharged home.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the left lower limb occlusion and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint represents a failure of the closure device (access site complication), and not of the stent graft itself. No procedure related harms were identified. The clinical evaluation also shows reasonable evidence to suggest left groin wound dehiscence with 5 additional procedures occurring that were not included in the event as reported. It was reported that the clot/thrombosis resulted from a closure device issue during the initial stent graft implantation; therefore, this represents a failure of the closure device (access site complication), not of the stent graft itself. The procedure planning indicates multiple off-label conditions, including the distal aortic neck diameter of 17.2 mm (recommended 18¿32 mm), an left common iliac artery (lcia) diameter of 9.4 mm (recommended 10¿23 mm), minimum left access of 5.8 mm (recommended =6.5 mm), and the right common iliac artery (rcia) diameter of 8.9 mm (recommended 10¿23 mm), which is off label. There was concomitant product use (visipro bes) (non-endologix) in the right common iliac artery at the index procedure, which was off label. There was planned concomitant product use of an ovation limb in which the safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established. The final patient status was reported as discharged home in stable condition on postoperative day eight. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.